Event description:
A patient with prostate cancer treated with protons at (B)(6) was prescribed 81gy in 45 fractions. This treatment was completed in (B)(6) 2006. In 2017 he was diagnosed with a recurrence or a new primary prostate cancer. He was then retreated with 70gy in 28 fractions with proton therapy. He had side effects including multiple urinary infections and blockage. This is not an unexpected complication from re-irradiation, especially, given these types of doses. The treatment was delivered as per the physician order. The side effects are a result of the patient receiving a high dose per the prescription. These side effects are often balanced with the impact of a recurrence which could cause death if the treatment is not given. Varian¿s investigation has indicated that there is 1) no malfunction; 2) treatment was delivered as intended to the physician prescription without any issues with the probeam device.